Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The reported power on reset from the device save to disk data was confirmed. Hybrid analysis demonstrated that the device was fully functional and no new power on resets were observed. No evidence of high voltage arcing was observed on the device exterior or interior. Hybrid analysis did not identify any anomalies that would account for the power on reset. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient received appropriate therapy for ventricular fibrillation (vf) and the implantable cardioverter def ibrillator (ICD) experienced a power on reset shortly afterwards. The device was explanted and replaced. No patient complications have been reported as a result of this event.